Event description:
The customer reported that higher than expected prostate specific antigen (psa) results, within the normal reference range, were generated on an access 2 immunoassay system for multiple patients on two days. This report is one of two and represents the higher than expected psa results for three post-prostatectomy patients generated on (B)(6) 2011. The initial results were reported outside of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent repeat testing at an alternate site using another instrument produced lower results that better matched the patient's clinical presentation. The samples were collection in serum tubes and were allowed to clot for thirty minutes prior to centrifugation. The samples were full draws with no evidence of fibrin. Beckman coulter inc. Assessment of customer supplied data indicated that both levels of instrument psa quality control were within the customer's established specification during the timeframe of this event. A system check performed on the day of the event failed the unwashed portion, however, was attributed to incorrect sample dilution. The sample check, performed after the event, passed within instrument specification. There were no errors posted to the instrument event log.

Manufacturer narrative:
Patient #1 is a (B)(6) male. Patient #2 is a (B)(6) male. Patient #3 is a (B)(6) male . Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) performed a twenty replicate precision test using the low level hybritech-psa quality control material. The precision test passed with a %coefficient of variation of 2.54%. The fse performed a high sensitivity system check which also passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. Mdrs associated with this event: 2122870-2011-04477; 2122870-2011-04478.